Event description:
It was reported that, either when the patient was in the hospital or during an magnetic resonance imaging (MRI), the implantable cardiac monitor (icm) detected false tachycardia episodes due to noise that was over detected due to high amplitude, narrow complexes, many deflections, and a high rate. The device remains in use. No patient complications have been reported as a result of this event.